Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. For the issue of inaccurate scale, there was no product malfunction; the issue was the result of use error as the scale was not properly zeroed before use. For the issue of zoom unexpectedly retracts, the issue was confirmed. The device was repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event in which the device was concurrently experiencing 2 issues: an inaccurate scale and zoom unexpectedly retracts. There was no patient involvement.